Manufacturer narrative:
Load wheel casting.

Event description:
It was reported that the head section load wheel casting broke while unloading a pt. There was pt involvement, however there were no reported adverse consequences.